Event description:
The patient contacted the v-go call center (vcc) and reported that the needle button popped out after 2-3 hours. The patient wears v-go on their abdomen. Vcc advised the patient that when this happens that v-go device needs to be discarded and replaced with a new one. The patient shared that they removed the v-go device and waited until the 24-hour period was due and put a new v-go. The patient stated that this is the first time this happened. Vcc reviewed with the patient the process of choosing an infusion site and what to avoid. The patient was advised to push the needle button on the rounded side or raised bump. The patient confirmed that they did not click the needle release button by error. It was reported that the device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the complaint regarding the needle button released event. Device # 052106-a was received with the needle released button activated in the depressed position (step 2 of 2). The functional test indicates that the device when it was reset, operated as intended. The reported complaint could not be confirmed for this device.